Event description:
It was reported that an ilet user experienced a leaking insulin cartridge inside the pump, which resulted in the device displaying high glucose and the user becoming hyperglycemic, with glucose peaking in the 400 mg/dl range. The user replaced supplies and glucose values returned to range. The user also reported a prior event in which a connector needle detached within a cartridge. Symptoms included hyperglycemia. Outcomes included no injury, no hospitalization, and return to target glucose levels after supply replacement. Investigation included complaint handling, user interview, review of manufacturing records, and trending review, with replacement supplies provided along with troubleshooting and education. Investigation of this case revealed a reported cartridge leak, consistent with interrupted insulin delivery, as well as a reported connector needle detachment. It was concluded that the hyperglycemia was associated with a leaking cartridge that impaired insulin delivery. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.